Event description:
A united states distributor contacted zoll to report that a pt experienced a two inappropriate defibrillation treatments. Sinus tachycardia at 159 bpm with motion artifact contributed to the first false detection. Sinus tachycardia at 156 bpm with motion artifact contributed to the second false detection. The pt was at home at the time of the event. The pt was not conscious at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hospital and will receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hospital and will receive an ICD. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 05/2014 - reuse. Electrode belt (B)(4): 05/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).